Manufacturer narrative:
Concomitant medical products: product ID: 429878 lead, date of implant (B)(6) 2016; 5086mri45 lead, date of implant (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after hearing an audible alert. A remote monitoring transmission indicated the alert triggered due to high right ventricular (rv) coil impedance, just above the alert threshold, on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.